Manufacturer narrative:
(B)(6). Patient weight is not available for reporting. This report is for two (2) unknown screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was treated with an lcp (locking compression plate) wrist fusion system on an unknown date, was revised on (B)(6) 2017 due to broken screws, delayed healing and nonunion. Two (2) of the eight (8) screws were broken. The screws and the plate were removed and replaced. There were no fragments left in the patient. The procedure was performed successfully with no surgical delay. The patient¿s outcome is stable. Concomitant devices reported: 2.7 mm locking screws, 3.5 mm locking screws, 3.5 mm cortex screws, 2.7 mm cortex screws, lcp plate (part 02.110.151, lot h268265, quantity 1). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).